Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel") and rash ("skin rashes"). The patient was treated with surgery (to remove the essure implant) . Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, perforation, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, device dislocation, perforation and rash to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / migration of essure device (location of device: partial stuck in what was left of fallopian tube and then migrated into uterus)"), device breakage ("device breakage") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 23-year-old female patient who had essure (batch no. Ext5926-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have essure confirmation.". The patient's concurrent conditions included underweight, anxiety, gerd, hypertension, irritable bowel syndrome, panic attacks, peptic ulcer disease, peripheral neuropathy, syncope, restless leg syndrome, gerd, abdominal tenderness, foot fracture, unable to urinate, flank pain, tobacco use disorder, diverticulitis, discomfort, diverticulitis, diverticulosis, paralytic ileus, pyelonephritis, urinary tract infection, suicidal ideation, unilateral leg pain, contusion, hematoma, pain in thigh, peptic ulcer disease, bipolar disorder, prophylaxis and deep vein thrombosis. Family history included arthritis, coronary artery disease, diabetes, kidney stones and thyroid disorder. Concomitant products included alprazolam (xanax), benzylpenicillin (penicillin), clindamycin, fluoxetine hydrochloride (prozac), levofloxacin, ondansetron (zofran), solpadeine (tylenol 1), valproate semisodium (depakote) and vancomycin hydrochloride (vancomycin pch). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel /nickel allergy, /allergic or hypersensitivity reaction (type: nickel based)"), rash ("skin rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia)"), localised infection ("rashes or skin condit (type: bacterial infections in leg)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight loss,"), abdominal pain upper ("gastrointestinal or digestive, system condition (type:stomach pain"), vomiting ("vomiting,"), diarrhoea ("gastrointestinal or digestive, system condition (typediarrhea"), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive, system condition (type:swollen. / bloating"), constipation ("constipated"), visual impairment ("vision/ eye problem type: vision change"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain "). The patient was treated with surgery (total laparoscopic hysterectomy).essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, allergy to metals, rash, vaginal haemorrhage, menorrhagia, localised infection, migraine, headache, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper, vomiting, diarrhoea, abdominal pain, abdominal distension, constipation, visual impairment, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, constipation, device breakage, diarrhoea, fallopian tube perforation, fatigue, headache, localised infection, menorrhagia, migraine, nausea, pelvic inflammatory disease, rash, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight decreased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted for date of removal (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / migration of essure device (location of device: partial stuck in what was left of fallopian tube and then migrated into uterus)"), device breakage ("device breakage") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 23-year-old female patient who had essure (batch no. Ext5926-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have essure confirmation.". The patient's concurrent conditions included underweight, anxiety, gerd, hypertension, irritable bowel syndrome, panic attacks, peptic ulcer disease, peripheral neuropathy, syncope, restless leg syndrome, gerd, abdominal tenderness, foot fracture, unable to urinate, flank pain, tobacco use disorder, diverticulitis, discomfort, diverticulitis, diverticulosis, paralytic ileus, pyelonephritis, urinary tract infection, suicidal ideation, unilateral leg pain, contusion, hematoma, pain in thigh, peptic ulcer disease, bipolar disorder, prophylaxis and deep vein thrombosis. Family history included arthritis, coronary artery disease, diabetes, kidney stones and thyroid disorder. Concomitant products included alprazolam (xanax), benzylpenicillin (penicilline), clindamycin, fluoxetine hydrochloride (prozac), levofloxacin, ondansetron (zofran), solpadeine (tylenol 1), valproate semisodium (depakote) and vancomycin hydrochloride (vancomycine pch). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel /nickel allergy, /allergic or hypersensitivity reaction (type: nickel based)"), rash ("skin rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia)"), localised infection ("rashes or skin condit (type: bacterial infections in leg)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight loss,"), abdominal pain upper ("gastrointestinal or digestive, system condition (type:stomach pain"), vomiting ("vomiting,"), diarrhoea ("gastrointestinal or digestive, system condition (typediarrhea"), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive, system condition (type:swollen. / bloating"), constipation ("constipated"), visual impairment ("vision/ eye problem type: vision change"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain "). The patient was treated with surgery (total laparoscopic hysterectomy) and surgery (total lproscopic hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, allergy to metals, rash, vaginal haemorrhage, menorrhagia, localised infection, migraine, headache, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper, vomiting, diarrhoea, abdominal pain, abdominal distension, constipation, visual impairment, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, constipation, device breakage, diarrhoea, fallopian tube perforation, fatigue, headache, localised infection, menorrhagia, migraine, nausea, pelvic inflammatory disease, rash, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight decreased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted for date of removal (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / migration of essure device (location of device: partial stuck in what was left of fallopian tube and then migrated into uterus) "), device breakage ("device breakage") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 23-year-old female patient who had essure (batch no. Ext5926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have essure confirmation.". The patient's concurrent conditions included body mass index normal, anxiety, gerd, hypertension, irritable bowel syndrome, panic attacks, peptic ulcer disease, peripheral neuropathy, syncope, restless leg syndrome, gerd, abdominal tenderness, foot fracture, unable to urinate, flank pain, tobacco use disorder, diverticulitis, discomfort, diverticulitis, diverticulosis, paralytic ileus, pyelonephritis, urinary tract infection, suicidal ideation, unilateral leg pain, contusion, hematoma, pain in thigh, peptic ulcer disease, bipolar disorder, prophylaxis and deep vein thrombosis. Family history included arthritis, coronary artery disease, diabetes, kidney stones and thyroid disorder. Concomitant products included alprazolam (xanax), benzylpenicillin (penicilline), clindamycin, fluoxetine hydrochloride (prozac), levofloxacin, ondansetron (zofran), solpadeine (tylenol 1), valproate semisodium (depakote) and vancomycin hydrochloride (vancomycine pch). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel /nickel allergy, /allergic or hypersensitivity reaction (type: nickel based)"), rash ("skin rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia)"), localised infection ("rashes or skin condit (type: bacterial infections in leg)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight loss,"), abdominal pain upper ("gastrointestinal or digestive, system condition (type:stomach pain"), vomiting ("vomiting,"), diarrhoea ("gastrointestinal or digestive, system condition (typediarrhea"), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive, system condition (type:swollen. / bloating"), constipation ("constipated"), visual impairment ("vision/ eye problem type: vision change"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain "). The patient was treated with surgery (total laparoscopic hysterectomy) and surgery (total lproscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, allergy to metals, rash, vaginal haemorrhage, menorrhagia, localised infection, migraine, headache, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper, vomiting, diarrhoea, abdominal pain, abdominal distension, constipation, visual impairment, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, constipation, device breakage, diarrhoea, fallopian tube perforation, fatigue, headache, localised infection, menorrhagia, migraine, nausea, pelvic inflammatory disease, rash, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting and weight decreased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted for date of removal (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information updated. Lot no. Were added. Patient demographics were added. Concomitant condition, historical condition, family history, concomitant drug were added. Suspect drug indication added. Events added per pfs abnormal bleeding (vaginal),abnormal bleeding(menorrhagia ), bacterial infections in leg, migraines, headaches, nausea, device breakage, vaginal discharge, vision change, fatigue, weight loss, stomach pain/ abdominal, nausea, vomiting, diarrhea, swollen/bloating, constipated, she did not undergo essure confirmation test, lower abdominal pain, ovarian pain. Event added as per mr pelvic inflammatory disease. Pt updated for device dislocation, perforation nos, migration of essure device (location of device: partial stuck in what was left of fallopian tube and then migrated into uterus), nickel allergy. Updated onset date, outcome (pain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.